Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application via bluetooth. It was noted that the device went into backup vvi mode after an MRI. The device was not properly programmed prior to the MRI. The device was restored successfully. There were no patient consequences.